Event description:
It was reported that the patient had healing impairment. The patient was sent to wound care. The patient underwent an unknown procedure wherein the ipg was explanted. Explanted ipg was discarded.